Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. The device history records were reviewed for deviations and/or anomalies. No anomalies related to the event were identified. Received medical images were reviewed. Horizontally oriented fracture through the superior patellar component is confirmed in the ap view. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient who underwent total knee arthroplasty. Went to see a doctor for a follow-up approximately 4 years 5 months post implantation. Crack was seen on the left porous patella by image at the diagnosis. Since the customer has no pain, the surgeon decided to follow up the patient's condition carefully. No revision is planned now.